Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl, customer "was not alert and oriented", "stomach liner was ripped" due to "intense vomiting", and "is unable to walk due to pain"; customer "now has walker". Cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged 4 days later with the issue resolved and no permanent damage; treatment provided was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.